Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the drive support cap was fine and that the insulin pump was not exposed to high magnetic fields. When asked if the alarm history contained a motor position encoder error and more than one motor error alarm within any thirty days present, it was reported that the customer stated, yes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker, stained back address label and minor scratched lcd window.